Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced tenderness, redness, and swelling at the incision site. It was determined that the pt had an infection at the neurostimulator incision site. The pt was initially given keflex. The keflex was stopped on (B)(6) 2010, and the pt was placed on cipro 500 mg, one tablet by mouth, twice a day for seven days. It was later reported that the pt was examined on (B)(6) 2010, and had not taken the prescribed antibiotic. The infection was noted to still be present. The pt's infection was reported to have resolved without sequelae as of (B)(6) 2010.